Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose due to over treating. The customer reported that they accidentally programmed too much insulin with scroll wrap feature. The customer's blood glucose was 31 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.